Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Interrogation revealed that the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to normal elective replacement indicator.